Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. In addition, it was reported that at cartridge change errors occurred during the load sequence. Customer's blood glucose level was 109 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.